Manufacturer narrative:
Submit date: 8/24/16. The customer states a technician was removing an angel wing from its packaging when he noticed the needle was detached from the protective casing. The point supervisor was notified. No patient was involved and no impact to the procedure or clinician. The product was being used for sterility testing on blood sample. The report refers to product code 8881225241- female blood culture transfer with lot number 153170278x. The DHR of the lot number reported was reviewed, and was confirmed that the products were produced accomplishing quality requirements and was released according to established procedures. There was received one sample for evaluation, sample showed that the needle was detached from the holder; it seems that material was not properly assembled during manufacturing process. Root cause could be related to misalignment during the pneumatic press process. A quality circle was opened to follow up this issue, actions were the following: maintenance order to level de press. Personnel were retrained on procedure related to needle press. A poka-yoke was implemented on work station.

Manufacturer narrative:
Submit date: 07/13/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a transfer set. The customer states the needle detached. Procedure being conducted- use a sterile 3ml syringe to remove 0.5ml of the sample from the sampling pillow, verify the amount, and then attach the syringe to the angel wing. Remove the insert and place the angel wing onto the sterility test bottle until the needle pierces the rubber septum. Use minimal force. Dispense the blood into the sterility test bottle. Tech was instructed to remove the needle from syringe using hemostats and discard in sharps container. A fresh set of supplies was used for sterility testing. No harm to technician or testing, but growing safety concern. The needle detached during use. The product being used with the transfer set was a bd 3ml luer-lock tip syringe.